Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, the tail end of the haptic got stuck in the lens loader and would not detach. Later it came off but the doctor felt that, the haptic was not good to keep implanted. So the lens was explanted and back up lens was implanted during the same procedure. Additional information was received stating that there was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).